Event description:
Customer emailed saalt on (B)(6) 2020 informing that they were having difficulty removing their cup. Removal tips were sent to individual immediately after they emailed expressing difficulty. Customer called the on-call number at 3:10pm mst and spoke directly with a saalt staff member about more tips for removal. Customer decided to take a long break to go to bed and retry in the morning. Customer chose to seek medical attention to have the cup removed on (B)(6) 2020. Saalt followed up via email with the customer to seek more information about their experience. Customer informed saalt this was their first time using a cup, and it was in for 10 hours before they attempted to remove it. The customer had been up and walking for 30 minutes and after some time was able to reach the base of the cup but struggled to pinch and break the seal. Customer tried all positions for removal and sought help on (B)(6), email, (B)(6) videos and the on-call number with saalt. The doctor said the cup was very high up and the doctor disposed of the cup upon removal. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."